Manufacturer narrative:
The manufacturing records were reviewed and no issues were found related to the nature of the complaint. The device was not returned.

Event description:
It was reported to nevro that the patient experienced pain and swelling in their left foot following the trial procedure. The physician did not believe it was related to the device. The device was removed due to concerns for a blood clot and the patient remains under medical supervision.